Event description:
It was reported that the machine is not switching on outside of use. No patient or user harm has been reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up report at the completion of the investigation. Internal cross reference: complaint pr#: (B)(4).

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) communicated with the customer and confirmed the reported issue. Philips rse suggested the customer to remove and reset the fuses of the m-cabinet. Customer remove and reset the fuses of the m-cabinet. After resetting of fuses of the m-cabinet , the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.